Manufacturer narrative:
The cable breakage on reported instrument did not cause fragment(s) to fall inside of the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications. Post-operative tests were performed to check for remaining fragments. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. It was reported that there was no patient history, including pre-existing medical conditions. Patient-related information could not be provided. Information regarding relevant tests and their results was not provided. The 8 mm permanent cautery spatula (pcs) instrument has been returned and evaluated. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery spatula (pcs) instrument was observed to have a broken cable. The procedure was completing as planed with no reported injury.